Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin irritation that occurred on (B)(6) 2016. The sensor was inserted into the leg on (B)(6) 2016. Patient described the irritation as looking like hives, red and the size of the sensor patch. Irritation was located underneath the sensor patch. On (B)(6) 2016 patient went to the doctor and was prescribed a cream, but was unable to recall its name. Patient treated the affected area with over-the-counter benadryl cream and the prescription cream after the sensor was removed. Additionally, patient also reported that they are aware of having very sensitive skin and that they experience itching as early as day one of a sensor session. At the time of contact, the patient's irritation was gone. No additional event or patient information was provided. The sensor was inserted into the leg. The dexcom g5 mobile cgm system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.